Manufacturer narrative:
The reported event was confirmed. A complete lead was returned in one piece. The lead was evaluated with a stylet and found restriction/obstruction at the proximal region of the lead. The cause of the reported event was isolated to the inner coil clogged with dried blood. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant. During the procedure it was noted that a product related issue occurred where a stylet was stuck down the lead. The lead was replaced. The patient was stable.